Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, a warning message indicating that battery backup may not be available was observed. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Investigation in progress but not concluded.